Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. Mobile view station (mvs) interface cable has been returned to the manufacturer for evaluation, however results are unavailable at this time. A medtronic representative went to the site to test the equipment. Testing revealed that there was a frame rate error in communication with the mobile view station (mvs). Replaced mvs interface cable. Systems checkout was performed and system was functioning as intended. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) (B)(4), this event is being reported under part 803. Aro information is as follows: (B)(4). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was attempting to capture an ap image and received an error message that they needed to connect to the mobile view station (mvs). Site re-connected the image acquisition system (ias) and mvs and rebooted the system. They captured two 2d images and the images were grainy. After the second image they attempted to capture a third 2d image and the system would not create an exposure. The clinical specialist (cs) was unable to provide clinical details at the time of the call.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. Testing found that the cable did not pass gbit and continuity testing.